Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73b1800205. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Staples fell from unit during use. No patient harm.

Event description:
Staples fell from unit during use. No patient harm.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples in the returned sample appear misaligned. The stapler was returned with 13 staples left in the cover block indicating that at least 22 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly form but was unable to release from the device. At this time, the trigger became stuck. Another attempt was made but no staple fired. The trigger was engaged several more times with the same result. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The sample was sent to the manufacturing site for further evaluation. It was confirmed that the staples were misaligned. However, it could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The sample was shipped to the manufacturing site for further evaluation. It was confirmed that the staples were misaligned. However, it could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "staples fell from unit" could not be confirmed based upon the sample received. However, a defect was found. One sample was returned with the staples in the returned device misaligned. Upon functional inspection, the first staple was able to properly form but was unable to release from the device. On the following attempts, no staple fired as it appeared that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The sample was shipped to the manufacturing site for further evaluation. It was confirmed that the staples were misaligned. However, it could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.